Manufacturer narrative:
Exact date unknown, event occurred over few months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had a small linear shoulder burn from the grounding pad. The patient was placed on medication and the pad was discarded per hospital policy.

Manufacturer narrative:
Correction to the initial MDR in block b5.

Event description:
It was reported that the patient had a small linear shoulder burn from the grounding pad. The patient was placed on medication and the pad was discarded per hospital policy.